Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, endocervicitis, hematuria, dysmenorrhea and vaginal discharge. Previously administered products included for an unreported indication: iud nos from 2012 to 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines/headaches"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), pain in extremity ("pain in left leg-shooting pain"), pain ("pain in left leg-shooting pain"), vulvovaginal pain ("vaginal pain"), depression ("psychological or psychiatric problems: depression") and dizziness ("other injury or complication: dizziness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding"), headache ("headaches"), abdominal pain ("abdominal pain") and psychological trauma ("psy injury"). The patient was treated with surgery (total laparoscopy hysterectomy, bilateral tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, migraine, nausea, pain in extremity, pain, vulvovaginal pain, depression, weight increased, dizziness, headache, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, depression, dizziness, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pain, pain in extremity, pelvic pain, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 161 lbs, patient tolerated the procedure without incident. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes with essure devices in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia. Batch no: b71771, production date: 2013-09-18, and expiration date: 2016-09-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, endocervicitis, hematuria, dysmenorrhea and vaginal discharge. Previously administered products included for an unreported indication: iud nos from 2012 to 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines/headaches"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), pain in extremity ("pain in left leg-shooting pain"), pain ("pain in left leg-shooting pain"), vulvovaginal pain ("vaginal pain"), depression ("psychological or psychiatric problems: depression") and dizziness ("other injury or complication: dizziness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding"), headache ("headaches"), abdominal pain ("abdominal pain") and psychological trauma ("psy injury"). The patient was treated with surgery (total laparoscopy hysterectomy, bilateral tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, migraine, nausea, pain in extremity, pain, vulvovaginal pain, depression, weight increased, dizziness, headache, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, depression, dizziness, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pain, pain in extremity, pelvic pain, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6), patient tolerated the procedure without incident. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes with essure devices in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received : case category updated to serious incident, reporter, essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.